Manufacturer narrative:
The explant was returned and evaluated by seaspine's product engineering team. The interbody was completely intact with no visible fractures. Normal wear consistent with the implantation period was observed. No failure mode or definitive root cause could be established. Possible adverse events: pain, discomfort, or abnormal sensations due to the presence of the device serious complications associated with any surgery may occur. These include, but are not limited to: infection, numbness, tingling, or pain.

Event description:
On (B)(6) 2023, a patient underwent spinal surgery consisting of seaspine's shoreline anterior cervical interbody system, novabone's synthetic bioglass bone graft, and dymicron's triadyme-c cervical disc. After six months, the patient began experiencing radicular pain, numbness, and cervical pain. On (B)(6) 2024 the patient underwent a revision surgery as they were "referring dural compression due to a pseudo-tumor." All previously implanted material was removed. No further information on the event or patient condition was provided.